Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to sepsis. The patient had a known driveline infection that began on (B)(6) 2016. The infections was treated; however, the patient had a breakthrough infection that included the pump pocket. The patient was tired, and wanted to have support withdrawn. The pump will not be returned. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and therefore was not available for evaluation. A correlation between the device, the reported infection and the subsequent patient outcome could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.